Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis.") And genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhoea (cramping)"), depression ("depression/ depression"), fatigue ("fatigue"), dyspareunia ("dyspareunia (pain during intercourse)"), migraine ("severe migraines/migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspepsia ("gastrointestinal or digestive system condition:increased heartburn"), mood swings ("hormonal changes: mood swing"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced erythema ("redness on face"). In 2018, the patient experienced ovarian neoplasm ("tumor on ovary"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) with abdominal pain, back pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (anticipate scheduling of hysterectomy to remove essure device. Anticipated/scheduled date: 2018.). At the time of the report, the endometritis, genital haemorrhage, dysmenorrhoea, depression, fatigue, dyspareunia, weight fluctuation, migraine, vaginal haemorrhage, menorrhagia, dyspepsia, mood swings, headache, nausea, erythema, ovarian neoplasm and vaginal discharge outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, dyspepsia, endometritis, erythema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian neoplasm, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: communicated with healthcare provider in (B)(6) 2018, uterine biopsy clear of cancer, awaiting ultrasound, then anticipate scheduling of hysterectomy to remove essure device. Anticipated/scheduled date: 2018. Pre-op appointment (B)(6) 2018 due to pain and other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: fallopian tubes were fully occluded (B)(6) 2015, hysterosalpingogram (sg). Hsg results: total bilateral occlusion (per pfs). Provider communicated results: everything was okay and the coils were in place (per pfs). On (B)(6) 2015 hysterosalpingogram impression: adequate placement of essure implants. No evidence of tubal patency (per mr). Concerning the injuries reported in this case, the following one/ones were described in mr : endometritis. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and medical record received: reporter information, patient details, product information, concomitant drug, new events- endometritis (mr), abnormal bleeding (vaginal), menorrhagia, increased heartburn, hormonal changes: mood swing, migraines, headaches, nausea, depression, redness on face, tumor on ovary, vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. She had no history of suffering from migraines prior to undergoing the implantation of essure. (B)(6) 2015, hysterosalpingogram (sg). Hsg results: total bilateral occlusion (per pfs). Provider communicated results: everything was okay and the coils were in place (per pfs). (B)(6) 2015 hysterosalpingogram impression: adequate placement of essure implants. No evidence of tubal patency (per mr). Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced depression ("depression/ depression"), fatigue ("fatigue"), dyspareunia ("dyspareunia (pain during intercourse)"), migraine ("severe migraines/migraine"), dyspepsia ("gastrointestinal or digestive system condition:increased heartburn"), mood swings ("hormonal changes: mood swing"), headache ("headaches") and nausea ("nausea"). In 2016, the patient experienced erythema ("redness on face"). In 2018, the patient was found to have ovarian neoplasm ("tumor on ovary"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) with abdominal pain, back pain and pelvic pain, genital haemorrhage ("heavy bleeding"), weight fluctuation ("weight fluctuations") and rash ("rashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the endometritis, depression, weight fluctuation, vaginal haemorrhage, menorrhagia, dyspepsia, mood swings and headache outcome was unknown and the genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, nausea, erythema, ovarian neoplasm, vaginal discharge and rash had resolved. The reporter considered depression, dysmenorrhoea, dyspareunia, dyspepsia, endometritis, erythema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian neoplasm, rash, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: communicated with healthcare provider in may2018, uterine biopsy clear of cancer, awaiting ultrasound, then anticipate scheduling of hysterectomy to remove essure device. Anticipated/scheduled date: 2018. Pre-op appointment (B)(6) 2018 due to pain and other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: fallopian tubes were fully occluded. Concerning the injuries reported in this case, the following one/ones were described in mr : endometritis. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Medical history, outcome of the event heavy bleeding, vaginal discharge, cramping, migraines, nausea, rashes, fatigue, tumor, abdominal pain, back pain, dyspareunia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.